Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the cursor arrow on the central control monitor (ccm) could not be moved on the screen as user wanted. They have calibrated screen many times, but the problem is not fixed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The subsidiary service engineer replaced the touch screen controller board, however, it did not correct the reported issue. Subsidiary evaluation is still ongoing. Per manufacturer technical support, he advised the subsidiary to try reseating the cables and to see if there is any oxidation on the connections from the cables to the boards. If it is the touch screen, it will need to be returned to the manufacturer for further evaluation.